Event description:
Malfunction ICD - ICD with inappropriate shock. Noise in the right atrial lead with impedance drop on the right ventricular lead suspected due to lead erosion versus a lead crash. Fractured right atrial chronic aicd leads. (Patient discharged in stable condition after implantation of new ICD and leads).